Event description:
On 01/26/10, covidien was informed for a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin which was alleged to be contaminated and suffered a reaction which included allergic symptoms and/or symptoms of hypotension. On one or more occasion, the alleged contaminated heparin was administered to the pt and as a result, the pt suffered an adverse reaction to the heparin including, but not limited to hypotension and respiratory failure, acute renal failure, and a drop in blood platelet count.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.